Event description:
The customer stated that the architect c8000 analyzer generated the following results on a patient: sodium = 107 mmol/l, potassium = 2.8 mmol/l, and chloride = 141 mmol/l. The sample was repeated on the same analyzer with the following results: sodium = 144 mmol/l, potassium = 3.8 mmol/l, and chloride = 104 mmol/l. The results were not reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Abbott field service was dispatched to the account and found ict reference solution leaking from the aspiration line and a sticky ict aspiration syringe. Field service resolved the customer issue on site by cleaning and replacing the ict aspiration syringe followed by a passing calibration and acceptable qc. Labelling in the architect operations manual ln 06e28-07 ((B)(4) 2007) provides sufficient information with regard to system maintenance and troubleshooting the customer's issue. Troubleshooting performed by field service to resolve the issue was consistent with troubleshooting information in the architect operations manual. No deficiency was identified. This is the final report.